Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: not provided omnipod software app version: not provided operating system: not provided hardware: not provided cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient had been hospitalized with hypoglycemia last year. The patient's blood glucose levels declined to 44 mg/dl while wearing the pod for over 48 hours. According to the reporter, the patient was awoken by an alarm they received on their omnipod controller but decided to not respond to the alarm and turned the controller off. Symptoms reported include difficulty breathing, chest pains, chills and ambulation difficulties. The patient was treated with intravenous (IV) fluids, IV insulin and other IV medications were provided. The patient was released after 4 days.